Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that pump went dead and then customer notice leaks on the tubing causing blood glucose to go over 400mg/dl but after putting a new battery the customer notice that there was no more connection between pump and transmitter. The customer notice leaks in site and up wasting the reservoir and infusion set. The customer recall that when a fill tubing was done did not saw drops at the end of the tubing but there's no alarm and also end up changing the entire infusion set system. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.